Event description:
On december 16, 2022, fujifilm healthcare corporation became aware of an event involving echelon xl 1.5t MRI system. It was reported that while undergoing an MRI of the left hand the patient sustained 1st degree burns on her hand. The patient's burns were treated by an on-site nurse and no additional treatment or surgical intervention was required. There was no death associated with the event.

Manufacturer narrative:
Fujifilm was informed that the technician placed the call bell over the patient's arm, just above the wrist, prior to the imaging sequence. At the beginning of the second sequence, the patient alerted the technician that she was experiencing a burning sensation on the arm where the cord of the call bell had been laid. The technician repositioned the call bell so that the cord did not make direct contact with the patient's bare skin and completed the scan sequence whereupon the patient noticed blistering on her hand. The root cause is determined to be a usage error due to the positioning of the call bell cord and direct contact with the patient's skin. The site was instructed to follow the ifus and related guidelines for proper placement of the patient during imaging scans to prevent similar injuries from occurring.